Event description:
It was reported that at the (B)(6) 2014, the pump was increased and the patient had big problems. A day or two after the pump was increased the patient was hospitalized on (B)(6) 2014 for overdose. The pump dose was turned down. It was noted that the patient had cocaine in her bloodstream, and the hospitalization was not related to the pump. The patient was experiencing psychosis. It was noted that the event was due to cocaine use, and not due to pump, catheter, programmer, or pump drug effects. The patient was sent to a psychiatrist and had to take antidepressants and sleeping pills. When the patient left the hospital, she was given ativan for anxiety to which she became addicted. It was noted that the patient lost a month of her life because she couldn't remember anything. When the pump was turned down, things became more clear, but the patient still could not remember anything. It was noted that the patient had been eating oxycodone, not remembering how many she was taking. The patient went through withdrawal from the oral medication on her own in (B)(6). The withdrawal from the ativan was bad, but the withdrawal from the oxycodone wasn't bad. The drug in the pump was dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).